Event description:
It was reported that the tubing between the reservoir and the blood bag disconnected. None of the collected blood was able to be re-infused. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was discarded at the account. A f/u report will be filed if additional info is received.